Manufacturer narrative:
A ge (B)(4) service representative investigated the issue and found a corrupt cine hard drive that was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to or would not provide any pt info with respect to this issue. No pt injury or harm was reported as result of the noted malfunction.

Event description:
The ge (B)(4) 9800 fluoroscopy system would not record or playback cine fluoroscopy. System will not record x-ray procedures.